Event description:
A power source alert 07 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The issue was resolved as the pump began charging after the caller left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, and no further assistance was required.